Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer received notification through patient tracking of an annuloflex mitral annuloplasty ring that was 'wasted' on (B)(6) 2017.

Manufacturer narrative:
Confirmed device wasted, device was not implanted. No further information will be provided by the hospital. Not available for return.

Event description:
On (B)(6) 2017 the manufacturer received notification through patient tracking of an annuloflex mitral annuloplasty ring that was 'wasted' on (B)(6) 2017. On follow up with the hospital it was determined that the device was wasted as was opened in error. The device was not implanted. No further information is available.